Event description:
Medtronic received information that following the implant of this mechanical valve, in the intra-annular position, the patient developed trans-valvular regurgitation and ventricular fibrillation. Following defibrillation, it took one hour to wean the patient from bypass. Nine days following the implant, echocardiography revealed continued valvular regurgitation. It was thought that there may have been a suture that disturbed the leaflet closure and seventeen days following the initial implant, a second procedure was performed. During the second operation, some suture ends and knots which seemed slightly long, were tied and the valve was left implanted. Additionally, the physician tried to rotate the valve, but could not due to fear of tearing the annulus. Following the procedure the patient still exhibited regurgitation and after 30 minutes of trying to wean from bypass, the decision was made to implant another valve. After implantation of the same model/size valve, the regurgitation disappeared and the patient was able to be removed from bypass with no adverse effects.

Manufacturer narrative:
Product analysis: the product has been returned and continues to undergo analysis. Review of the echocardiogram images provided showed that there is severe paraprosthetic aortic regurgitation following aortic valve replacement with a bi-leaflet mechanical valve. Valve leaflet motion is well documented to be normal, making central regurgitation unlikely. Although tte images are equivocal as to whether or not there is also a central valvular component of ar, the combination of tte and tee images suggests large anterior and posterior paraprosthetic jets. (The detection of only the anterior jet on tte and only the posterior jet on tee likely is due to attenuation artifact associated with the mechanical valve prosthesis, resulting in shadowing of the more distal part of the annulus in each of the echocardiograms.) The finding of antegrade systolic flow between the sewing cuff and the annulus speaks to the size of the presumed paravalvular hole(s). Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Following completion of the analysis, a supplemental report will be filed. (B)(6).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed no damage or abnormalities. Leaflet motion was functionally tested and the leaflets opened and closed normally. Dimensional testing was completed per current engineering specification and verified that the valve orifice and valve leaflets met specification. Visually, functionally and dimensionally, this valve met all specification for valves released for distribution. Conclusion: based upon assessment of the clinical data and the echo and cine reports provided, medical experts review determined that the valvular dysfunction and severe aortic regurgitation (ar) were due to partial dehiscence of the prosthesis due to surgical technique. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.